Manufacturer narrative:
Date of initial report: 2017-06-01. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the clear silicon boot detached when cleaning off tissue that was sticking to the jaws. No patient injury occurred.

Manufacturer narrative:
Updated with new information. One lf5544 ligasure device was received, and an evaluation could not confirm the reported issue with tissue sticking. An evaluation of the device found the jaws were not stuck shut and functioned within specifications. However, the second reported issue with insulation damage was confirmed. Visual inspection found the clear insulation was missing and not returned. Because of the damage, the device failed hipot testing. The investigation identified the cause of the reported issue to be user error. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.